Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown baclofen (1328.9 mcg/day and 2000 mcg/ml) via an implantable pump for non-malignant pain. It was reported that the patient was in the ER with her pump alarming and then it stopped alarming. Caller stated they were not able to document the event on satu rday. Patient went to the ER on saturday night and the healthcare provider reached out to representative and told her that the pump had started alarming and stopped. Representative stated they told the ER that it was more than likely that patient had come in contact with something that was causing the alarm and patient got away from it and it resolved. Patient came in to the clinic today and denied elective replacement indicator and magnetic resonance imaging (MRI). Patient did stall and recovered within 20 minutes of her stall. Patient said they were outside gardening on a bench when they first heard the alarm. Agent asked if there was any possible for tablet use because sometimes those tablets have covers that have magnets on them and patient stated no. Patient had another stall in (B)(6) 2026 and they did not see the stall but patient recovered. The patient was redirected to their healthcare provider to further address the issue.